Event description:
The customer reported that the pump had an alarm during bolus. The customer changed the set to resolve the alarm. Advised the customer of need to troubleshoot the device. Later, the customer's family member called back and stated that the customer was hospitalized for high bgs. The contact indicated that she would call back to do more testing on the pump when she has it. A replacement pump was requested.